Manufacturer narrative:
Patient identifier: (B)(6). The field service representative (fsr) performed troubleshooting and replaced the daq board which resolved the issue. A review of the analyzer service history, for serial (B)(4) revealed no additional service or complaint tickets on or around the date this complaint was initiated that may have contributed to the issue. Return testing was not completed as returns were not available. A review of tracking and trending for the daq board did not identify any trends. A review of the clinical chemistry systems tracking and trending did not identify any trends for the issues associate with this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c4000 processing module or the daq board was identified.

Event description:
The customer observed falsely elevated chloride results generated on the architect c4000 processing module after the ict module was replaced. The following data was provided: sid (B)(6) initial result = 144, repeat = 99. No impact to patient management was reported.